Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a periodic log file ((B)(4)) was submitted for review with events spanning approximately 12 days ((B)(6) 2021 per timestamp). The backup battery count increased twice through the duration of this log file, from 13 to 15 on (B)(6) 2021 between 02:54:53-03:54:52 and occurred while connected to the mobile power unit. The backup battery count increase is due to a total loss of power, and in this case, while connected to the mpu. The system operated as intended at the set speed. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu), if the mpu would be returned for evaluation, if the mpu¿s ac power cord had a v-lock connector, if it was known if the cord came loose at the wall/outlet or the back of the unit, and if there were any environmental circumstances that could have impacted power to the unit. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were unable to be reviewed due to no serial number for the mobile power unit being provided. Heartmate iii patient handbook ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage, power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU) ¿powering the system¿ explains the various ways to power the heartmate iii lvas, including how to use the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's log files were sent to technical services for review. The patient was seen in clinic with multiple low flow alarms and pi events. There was also noted concern for external backup battery (ebb) usage. The patient recalled one episode of power loss while plugged into the mobile power unite (mpu), but this event was not seen in the event log upon ventricular assist device (vad) interrogation. Upon review, technical services did not find any use of the ebb. They did, however, find transient low flow events on (B)(6) 2021 between 6:08 pm - 6:09 pm and on (B)(6) 2021 at 9:57 am. These events did not seem to be vad related as they were in the presence of pulsatility index (pi) events.